Manufacturer narrative:
The following fields have been updated with additional information/corrections: d.4. Medical device lot #: 20025755. D.10. Device available for eval? Yes. D.10. Returned to manufacturer on: 2020-07-06. D.11. Concomitant products: 8015; 8100. H.4. Device manufacture date: 2020-02-10.

Event description:
It was reported that as lvp 20d low sorb ss 1.2m tubing disconnected. The following information was provided by the initial reporter: material #: 10010453 batch #: 200025755. It was reported tubing disconnected from in-line filter.

Event description:
It was reported that as lvp 20d low sorb ss 1.2m tubing disconnected. The following information was provided by the initial reporter: material #: 10010453 batch #: 200025755 it was reported tubing disconnected from in-line filter.

Manufacturer narrative:
The following fields were updated due to additional information: d.10 device available for eval yes, d.10 returned to manufacturer on: 07/06/2020. Investigation conclusion the customer¿s report of tubing disconnected from in-line filter was confirmed on primary set model 10010453. Visual inspection observed that the set¿s pvc tubing sleeve was separated from the 1.2 micron filter outlet port. Dimensional analysis verified that the filter outlet port was within specifications. The root cause of the separated tubing at the filter site was identified as insufficient solvent between the connecting engagement of the set¿s pvc tubing sleeve and 1.2 micron filter¿s outlet port. An additional investigation at the manufacturing plant was performed under failure investigation dir # (B)(4): leaks & separations (tubing/ filter inlet or output port). As a result of this investigation, the manufacturing line layout and solvent dispensers have been updated on operations where the tubing sleeve and 1.2 micron filter are engagements in order to prevent the lack of solvent at these engagements. The device history record for primary set model 10010453 lot 20025755 was (B)(4) in 1 lot were built on 10 february 2020. There were no related qn¿s (quality notifications) issued during the production build of this set for the failure mode reported for the given time frame.

Manufacturer narrative:
Device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that as lvp 20d low sorb ss 1.2m tubing disconnected. The following information was provided by the initial reporter: material #: 10010453, batch #: 200025755. It was reported tubing disconnected from in-line filter.